Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the defibrillator test. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device gave an error when shocking (defibrillation test) and when attempting to run the operation test. Visual inspection found the device had a maintenance error. Results of functional testing indicate the therapy capacitor was depleted, causing the operation check failure. A quote was provided to replace the therapy capacitor, which the customer approved. The therapy capacitor was replaced and the device returned to full functionality. The investigation concludes that no further action is required at this time.